Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined to be related to the implant procedure. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient underwent exploratory surgery due to infection around chest implant site. The surgeon cleaned out site and removed any infected areas and kept vns in place. Device interrogated and was ok. Antibiotics was given to the patient. Physician suggests that the cause of the infection is potentially high impedance however diagnostics were reported to be normal before, during and after surgery. The patient was referred for a revision surgery additionally. Device evaluation is not necessary because the reported event has been determined to be related to the implant procedure. No other relevant information has been received to date. No known relevant surgical intervention has occurred to date.